Manufacturer narrative:
As reported, a mynxgrip vascular closure device (vcd) would not deploy, as the balloon pulled through the sheath and the matrix was unable to be deployed. The physician had to hold manual compression to complete the procedure for 30-minutes. There was no reported patient injury. The vessel type was arterial. The patient's hospitalization was not extended as a result of the event. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1816501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1816501) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) would not deploy, as the balloon pulled through the sheath and the matrix was unable to be deployed. The physician had to hold manual compression to complete the procedure for 30-minutes. There was no reported patient injury. The vessel type was arterial. The patient's hospitalization was not extended as a result of the event. The product will not be returned for analysis.